Event description:
On 08/21/97, the MFR's sales representative was informed by the physician of the following incident: the device was inplanted for approximately three (3) years. On 08/13/97, during removal of the device the device catheter would not pull free from the vein and tunnel. When the physician dissected the tissue around the catheter, he noticed and encapsulated area of tissue around the catheter that looked like calcium deposits and scar tissue. The physician had to cut the device catheter in half and dissect several areas of tissue before removing the catheter in two (2) pieces. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the manufacturer (MFR) and has been analyized as follows: the device septum showed needle penetration marks with no internal damage. Material consistent with blood was seen throughout the internal surfaces. The device catheter was received in two (2) segments and appears to have been cut approximately 3 1/8" from the device body. The cut appears to have been introduced with a sharp object such as a blade. The device and attached segment of catheter were occluded with blood and not patent when pressurized with air and fluid. The loose segment of device catheter showed damaged in two areas which was introduced by clamping during the decontamination process. The loose segment of catheter was patent with clear particle free fluid collected. Leakage occured only at the damaged areas of the attached portion of the device catheter which was introduced during decontamination process. When the damaged area was isolated, the device and attached segment of catheter did not leak when pressurized with air and fluid. The device catheter was sent for outside analysis which verified that the device catheter became encapsulated in tissue. Analytical lab scientist theorized that the encapsulated of the device catheter appears to be due to an "ionic reaction" between the barium in the catheter and calcium and phosphorous in the pt's blood resulting in the calcification on the polyurethane catheter just below its surface. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not indentified. A review of the device history record did not reveal any manufacturing variances related to this event. Based on the information available and the results of the MFR's and outside lab analysis of the device, the report that the device catheter "became encapsulated in the pt's tissue" has been confirmed. This event appears to be due to an "ionic reaction" between the barium in the device catheter and calcium in the pt's blood resulting in calcification in the polyurethane catheter just below the catheter surface. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.